Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during implant sensing was programmed to 0.6 millivolts (mv) with automatic gain control. The pacemaker was sensing the atrial signal, on the right ventricular (rv) lead channel, during the procedure and it went away prior to the conclusion of the procedure. Later that day, the oversensing occurred again which resulted in pacing pauses greater than 2 seconds, on this pacemaker dependent patient. Sensing was fixed to 2.5 mv, that day and the oversensing had resolved. Additional information indicated that this patient was experiencing palpitations after the procedure. The patient was going to be see the physician for this symptom. No additional adverse patient effects were reported.